Event description:
It was reported that low impedance levels were observed on a patients right ventricular (rv) lead. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 4524-45, lead; implant: (B)(6) 1996. (B)(4).